Event description:
After replacing a defective probe wipe module on the coulter lh 750 analyzer, the field service engineer (fse) powered on the instrument and detected a burning smell. The fse found a damaged diluter/optics/power supply card, diluter board, and blood detector adjuster. There was no sparks, arching, or visible smoke observed. The fire department was not called and no one sought medical attention. Based on the available information, there was no effect to patient or user.

Manufacturer narrative:
All damaged parts were replaced by the field service engineer (fse) and the analyzer was returned to acceptable use. The damaged parts were not returned for investigation.